Event description:
The top of the gamma target device is beginning to fray. Therefore, the doctor wanted it replaced to prevent pieces from falling into the wound. This event did not occur during a surgical procedure.